Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were 220 false asystole episodes recorded. Undersensing was also reported. The sensitivity was reprogrammed. The patient believes the false episodes occur when he is bending over to pick up children. This motion will be duplicated as a test. No patient complications have been reported.